Event description:
This unsolicited case from japan was received on 29- mar-2016 from a physician (internist). This case involves a (B)(6) female patient who received treatment with synvisc on (B)(6) 2016 and the same day developed right gonarthritis. The patient's medical history was significant for gonarthrosis (underlying disease) and pain in the right knee. The concomitant medication included hyaluronic acid (suvenyl vial). Past drug was not provided. On (B)(6) 2016, the patient visited hospital complaining of pain in the right knee, and received suvenyl. On (B)(6) 2016, the patient's treatment was switched to intra articular synvisc injection at a dose of 2 ml once a week (batch/lot number: 4rsn001za and expiry date: not provided) into the right knee for pain relief. The same day, the pain relieved as compared with last week and no fluid was noted in the knee. However, in the middle of the night of the same date, the patient began to have pain and swelling. On (B)(6) 2016, at the visit to hospital, severe swelling, without redness, of the right knee was observed. The fluid was removed from the knee and the patient visited the department of orthopedics. The treatment with synvisc was discontinued because of the event. It was reported that there was a possibility of bacterial inflammation, and hospitalization was recommended for the patient, but she wanted to go home. As of (B)(6) 2016, the subsequent course was unknown. The collected joint fluid was sent for culture test. Action taken: permanently discontinued. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Right gonarthritis (gonarthritis) reporting internist's causality assessment: highly probable. Seriousness criteria: important medical event. Reporting internist's comment: although the patient had not been hospitalized, the seriousness was assessed as serious (inpatient/prolonged hospitalization) because the gonarthritis was considered to correspond to the event requiring hospitalization.

Event description:
This unsolicited case from (B)(6) was received on 29- mar-2016 from a physician (internist). This case involves a (B)(6) year old female patient who received treatment with synvisc on (B)(6)-2016 and the same day developed right gonarthritis. The patient's medical history was significant for gonarthrosis (underlying disease) and pain in the right knee. The concomitant medication included hyaluronic acid (suvenyl vial). Past drug was not provided. On (B)(6)-2016, the patient visited hospital complaining of pain in the right knee, and received suvenyl. On (B)(6)-2016, the patient's treatment was switched to intra articular synvisc injection at a dose of 2 ml once a week (batch/lot number: 4rsn001za and expiry date: not provided) into the right knee for pain relief. The same day, the pain relieved as compared with last week and no fluid was noted in the knee. However, in the middle of the night of the same date, the patient began to have pain and swelling. On (B)(6)-2016, at the visit to hospital, severe swelling, without redness, of the right knee was observed. The fluid was removed from the knee and the patient visited the department of orthopedics. The treatment with synvisc was discontinued because of the event. It was reported that there was a possibility of bacterial inflammation, and hospitalization was recommended for the patient, but she wanted to go home. As of 29-mar-2016, the subsequent course was unknown. The collected joint fluid was sent for culture test. Action taken: permanently discontinued. Corrective treatment: not reported. Outcome: unknown. (B)(4). The production and quality control documentation for lot # 4rsn001za expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsn001za no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 07-apr-16, a total of (B)(4) complaints were on file for lot # 4rsn001za: (B)(4). Sanofi genzyme will continue to monitor complaints to determine if a CAPA is required. Right gonarthritis (gonarthritis). Reporting internist's s causality assessment: highly probable. Seriousness criteria: important medical event. Reporting internist's comment: although the patient had not been hospitalized, the seriousness was assessed as serious (inpatient/prolonged hospitalization) because the gonarthritis was considered to correspond to the event requiring hospitalization. Follow up information was received on 01-apr-2016. No new information was received as the investigation summary without lot number was received. Additional information was received on 08-apr-2016. Expiry date of synvisc was added. Ptc number and results were added and text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 29-mar-2016 from a physician (internist). This case involves a (B)(6) female patient who received treatment with synvisc on (B)(6) 2016 and the same day developed right acute gonarthritis. The patient's medical history was significant for right gonarthrosis (underlying disease; onset date, (B)(6) 2015; k&l grade, unknown for both knees) and pain in the right knee. The concomitant medication included hyaluronic acid (suvenyl vial). Past drug was not provided. Before the start of synvisc therapy, the patient's general condition showed no sign of injection, and she had activities of routinely overworking knees. The patient received first, second and third injections of synvisc (on (B)(6) 2015) into the right knee. Before the three injections, no fluid retention was present. The patient's resting/activity state after the injection was unknown. During this 1 course of synvisc therapy, no problem was noted in particular.. On (B)(6) 2016, the patient visited hospital complaining of pain in the right knee, and received suvenyl. On (B)(6) 2016, at 11:30 am, the patient received an extra suprapatellar intra articular synvisc injection at a dose of 2 ml once a week (batch/lot number: (B)(6) and expiry date: sep-2017) into the right knee for right gonarthrosis in which a disposable needle and iodine-based antiseptic were used but sterilized gloves were not used. There was no extra-articular leakage of the drug. The medication switching from suvenyl to synvisc was intended to reduce the patient's burden of frequent outpatient visits. However, in the middle of the night of the same date, the patient began to have pain and swelling. The same day at nighttime, symptoms such as aggravation of pain, knee swelling, and warmth started. On the same day, the patient developed right acute gonarthritis (severity, moderate). Before this 4th injection of synvisc, no fluid retention was present, and the patient had no periarticular dermatological disorder, no intra-articular infection, and no intra-articular inflammatory symptom. There was no possibility that the patient's activity level increased after this injection, while her resting state after the injection was unknown. On (B)(6) 2016, the patient visited the reporting hospital and severe swelling, without redness, of the right knee was observed. The fluid was removed from the knee and the patient visited the (B)(6). The treatment with synvisc was discontinued because of the event. It was reported that there was a possibility of bacterial inflammation, and hospitalization was recommended for the patient, but she wanted to go home. The collected joint fluid was sent for culture test. It was reported that retention of cloudy fluid, which was not present at the time of synvisc injection on (B)(6) 2016, was noted on this day, and this fluid was removed. Reportedly, the patient was instructed to take a rest (corrective treatment) and was referred to the (B)(6) of another hospital for inpatient treatment and close examination. On the same day, a culture test was performed, and the result was negative. No crystal identification or cytodiagnosis was performed. As of (B)(6) 2016, the patient's blood pressure was 100/90 and pulse was 89 (units and normal range: not given), c-reactive protein (crp) was 5.79 (normal range: 0.0 to 0.07; units not given). Action taken: permanently discontinued. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 4rsn001za expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsn001za no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 07-apr-2016, a total of (B)(4) complaints were on file for lot # 4rsn001za: ((B)(4)) broken syringe barrel and ((B)(4)) adverse event report. Sanofi genzyme will continue to monitor complaints to determine if a CAPA is required. Right acute gonarthritis (gonarthritis): reporting internist's s causality assessment: highly probable, seriousness criteria: important medical event. Reporting internist's comment: although the patient had not been hospitalized, the seriousness was assessed as serious (inpatient/prolonged hospitalization) because the gonarthritis was considered to correspond to the event requiring hospitalization. There was no possible causative factor for the event other than synvisc. Retention of cloudy fluid, which was absent shortly before the synvisc injection on (B)(6) 2016, was noted on the following day, and because of this, synvisc's responsibility for the event was suspected. The negative result of the culture test, indicating no bacteria, led to the causality assessment. Factors behind the decision to introduce synvisc therapy included the followings: severity of the patient's gonarthrosis was moderate; and the patient desired to avoid frequent visits to hospital. Follow up information was received on 01-apr-2016. No new information was received as the investigation summary without lot number was received. Additional information was received on 08-apr-2016. Expiry date of synvisc was added. Ptc number and results were added and text was amended accordingly. Additional information was received on 27-apr-2016 from the physician (internist). The event term was updated from "right gonarthritis" to right acute gonarthritis". The symptom verbatim was updated from "right knee swelling" to "knee swelling" and from "right knee pain" to "aggravation of pain". The additional symptom of "knee warmth" was added. The suspect drug indication was updated from "pain relief" to "right gonarthrosis". The medical history of right gonarthrosis was added. The information regarding concomitant medication was added. The laboratory details of culture, crp, pulse and blood pressure were added. Reporting internist's comment was added. Clinical course updated and text was amended accordingly.